Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka had been performed, the patient experienced an unspecified adverse event that was addressed via revision surgery on (B)(6) 2021. An unspecified journey implant was replaced. The patient outcome is unknown.

Event description:
It was reported that, after a tka had been performed, the patient experienced an infection that was addressed via revision surgery on (B)(6) 2021. An journey tibia base np rt sz 5 implant was replaced. The patient outcome is unknown. Further information is unavailable.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested clinically relevant information, the root cause of the reported unspecified infection cannot be definitively concluded. Although a 2nd stage revision would be anticipated, further patient impact beyond the reported unspecified infection and revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered. A review of complaint history did not reveal similar events for the listed device. A review of the instructions for use documents for this device revealed that post-surgical infection has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.